Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the device had moved. Caller stated the device was on her left side near her back area and now had moved down to her butt and was very uncomfortable and hurt. Caller stated the patient had an upcoming appointment with her healthcare provider next month. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported the patient had no future appointment scheduled.